Event description:
It was reported the patient had an increase in back pain. The increased pain was the same pain that the device was implanted to help. It was covering their pain until march and then suddenly their pain got worse. They are in so much pain that they are not able to stand for more than 5 minutes and are ¿basically wheel chair bound.¿ the patient¿s doctors did not know why the pain had suddenly increased so they were scheduled to have an MRI of their lumbar spine. The patient believed the MRI was related to their device or therapy.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).